Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. During examination after disassembly it was noted several internal components of the head assembly displayed slight debris. Also, slight to moderate wear was noted on inner drive components. All components appeared to be dry and lacking lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused the set assembly to develop dimensional play about the vertical axis of the set. This could have then caused the set assembly to make contact with the cap, leading to it being rotated and eventually, ejected from the head.

Event description:
In this event it was reported that a cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.